Manufacturer narrative:
(B)(4). We have received an air gas module that has been investigated. The investigation showed that the failures were caused by a broken spring in the nozzle unit, i.e. The air gas module was working according to specification. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures during the pre-use checks tests and during ventilation a high-pressure alarm will be generated if the user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5,000 hours of operation or at least once a year. This feather spring failed prematurely, since this nozzle unit was only one month old. The cause for the breakage of the nozzle units¿ feather spring has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient the spring of the nozzle unit of the gas module was broken. There was no patient harm. (B)(4).